Manufacturer narrative:
Stryker product assessment center evaluated the device and verified the reported issue. After further testing, a conclusive root cause could not be established. The device was archived by stryker and the customer received a replacement.

Event description:
The customer contacted stryker to report that their device did not provide any voice prompts when the device was powered on. In this state, a lay user may not be able to deliver defibrillation therapy. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device did not provide any voice prompts when the device was powered on. In this state, a lay user may not be able to deliver defibrillation therapy. There was no patient involvement reported with the event.